Event description:
The physician who performed an omni procedure reported that the patient had an intraocular pressure (iop) of 5-6mmhg on 1 day post procedure. At one-week post-operative follow-up, the patient's iop was noted to be 3 mmhg. During follow-up evaluation, the physician suspected cyclodialysis cleft as the underlying cause of hypotony. However, definitive confirmation was not possible due to the presence of corneal striae. The patient was initiated on cyclopentolate 2% and prednisolone acetate 1%.